Event description:
During a laparoscopic supracervical hysterectomy procedure the morcellator shaft was inserted in the patient, then twisted and moved from side to side when it broke. No patient injury.

Manufacturer narrative:
The morcellator shaft has been broken. A review performed for the lot number has not indicated any issues with the manufacturing process that might explain the failure. The device tip appears to be in a used condition. There is evidence of activation around the active ring of the device. The morcellator shaft appears to have broken inside the device handle. The shaft of the device has been damaged during use. The nature of the damage would suggest it was caused by excessive force being applied to the shaft.